Manufacturer narrative:
The insulin pump had frozen display and constant tone. Pump received with frozen display followed by a constant tone due to faulty interface board. No blank display during testing. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to frozen display and constant tone. Pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display and audio/beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was dropped and it started alarming without anything on the display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.